Manufacturer narrative:
(B)(4). (B)(6). Lot number: 081118, quantity: 1, date of manufacture: 18 november 2008; 100601, 1, 1 june 2010; 100706, 2 , 6 july 2010; 100804, 4, 4 august 2010; 100816, 1, 16 august 2010; 101004, 1, 4 october 2010. The complaint circuits have recently been received by fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). (B)(6). Lot number: 081118, quantity: 1, date of manufacture: 18 november 2008; 100601, 1, 1 june 2010; 100706, 2, 6 july 2010; 100804, 4, 4 august 2010; 100816, 1, 16 august 2010. Narrative: method: eight complete complaint devices were returned for evaluation. The following components of device #9 were returned: two dry lines and one mr290 autofeed humidification chamber. The eight circuits that were returned were pressured tested for check for leaks. The ninth device could not be pressure tested as the circuit limbs were not returned. Results: a leak was detected between the swivel elbow and y-piece of the breathing circuits. A lot check revealed no other complaints of this nature for lot numbers 081118, 100706, 100804, (B)(4) other complaints of this nature ((B)(4)) for lot number 100601 and (B)(4) other complaint of this nature ((B)(4)) for lot number 100816. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an (B)(4) and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt236 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of infant breathing circuit swivel leaks has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(6) reported that ten rt236 breathing circuits failed the ventilator leak test. Fisher & paykel healthcare has since been advised that the affected quantity is nine units. The leak tests were carried out prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6). Lot number: 081118, quantity: 1, date of manufacture: 18 november 2008; 100601, 1, 01 june 2010; 100706, 2, 06 july 2010; 100804, 4, 04 august 2010; 100816, 1, 16 august 2010; 101004, 1, 04 october 2010. Method: nine complete complaint devices were returned for evaluation. The following components of device #10 were returned: two dry lines and one mr290 autofeed humidification chamber. The nine breathing circuits that were returned were pressured tested for check for leaks. The 10th device could not be pressure tested as the circuit limbs were not returned. Results: eight breathing circuits that were pressure tested were found to be leaking between the swivel elbow and y-piece connector. No fault was found with the other breathing circuit during pressure testing. A lot check revealed no other complaints of this nature for lot number 081118. A lot check revealed (B)(4) other complaints of this nature for lot number 100601. A lot check revealed (B)(4) other complaint of this nature for lot number 100706. A lot check revealed (B)(4) other complaints of this nature for lot number 100804. A lot check revealed (B)(4) other complaints of this nature for lot number 100816. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. The rt236 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Our monitoring and trending of infant breathing circuit swivel leaks has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in the (B)(6) reported that ten rt236 breathing circuits failed the ventilator leak test. Fisher & paykel healthcare has since been advised that the affected quantity is nine units. The leak tests were carried out prior to patient use.

Event description:
A healthcare facility in the (B)(6) reported that ten rt236 breathing circuits failed the ventilator leak test. The leak tests were carried out prior to patient use.